Manufacturer narrative:
The device has not been returned to the MFR for eval, because pt has (B)(6). A lot history review (lhr) of revl0443 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2013, the pt came to the hospital for hemodialysis. The nurse found the catheter was out of the position 3cm. She reported it to the doctor. Then the doctor found the catheter was separated from the cuff. A new device was placed.